Event description:
Caller states he tested 8.1 inr, 8.1 inr and 2.8 inr on the coaguchek xs system. Caller states his warfarin was increased because of the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that he no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.